Event description:
Procedure type: segmental resection of lung and thoracoscopy. According to the reporter: the surgeon had difficulty squeezing the handle and was able to complete the firing. When the black return knob was pulled, it stopped and could not be moved. To make an enough space to continue the procedure the lung tissue on the side of specimen was cut off along the outline of the reload. The surgeon tried to open the jaws several times and the lung tissue grasped in the reload was released. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was no delay in surgery time over 30 minutes. A new device was opened to complete the case with no problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).